Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and a cartridge 1 alarm. The customer's blood glucose level was not impacted. The customer changed the cartridge which resolved the cartridge 1 alarm. The occlusion alarms were resolved after the second cartridge change was made. The customer has received no further occlusion or cartridge 1 alarms.